Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes, the device experienced air bubbles in gel. The following information was provided by the initial reporter. The customer stated: it was reported that tube has bubbles. Ongoing issue with pst tubes coming from outpatient setting with bubbles. Rcohe isntrument is sucking up liquid and bubbles. Customer was seeking advice from bd about how best to remove bubbles while still utilizing primary container.

Manufacturer narrative:
H6: investigation summary: no samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes, the device experienced air bubbles in gel. The following information was provided by the initial reporter. The customer stated: it was reported that tube has bubbles. Ongoing issue with pst tubes coming from outpatient setting with bubbles. Roche instrument is sucking up liquid and bubbles. Customer was seeking advice from bd about how best to remove bubbles while still utilizing primary container.